Manufacturer narrative:
(B) (4).

Event description:
The car the pt was driving ran over him. The pt was on intrathecal baclofen, but was given oral baclofen in the hospital to help him cope with increased spasticity possibly associated with a pelvic fracture from the accident. The pump was interrogated and showed 23cc of fluid in pump. Lumbar and thoracic ap and lateral films were taken to visualize the catheter and the catheter was stated to be intact and in the intrathecal space. A CT scan was done and it looked like the catheter was "broken into two pieces near the spinous process". The pt was taken to surgery on (B) (6) 2010 for exploration and catheter revision. They found that the spinal segment of the catheter was severed and called it a "clean break". It was noted that the catheter was clearly dripping csf. They placed another connecter pin between the severed segments and opted to reduce the pt's daily dose from 1200mcg to 600mcg. The catheter was not primed. As of (B) (6) 2010, the pt was stable and remained an inpatient for treatment from the trauma. It was later reported that the pt was taken back to surgery on (B) (6) 2010 for draining a lumbar wound. During this, the physician discovered a significant csf leak around the site where the catheter had been reattached on sunday (B) (6) 2010. He replaced the spinal segment of the catheter and kept the pt's dose the same. The pt was in-house for observation and receiving oral baclofen.